Event description:
Reporter states the right rear side frame broke at the first drilled bolt hole past the rear most vertical upright tube. Broke when end user was attempting to push up to a table. No injuries reported.